Event description:
Pt for laparoscopic right nephrectomy. During stapling of renal vein at vena cava, staple gun misfired resulting in significant bleeding. Procedure converted to open and site of bleeding closed.